Manufacturer narrative:
The insulin pump was received with intermittent button response during testing then no button response, the problem isolated to keypad. The keypad connector on the printed circuit board assembly was locked. No damage noted on the keypad traces. Unable to perform functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response. The insulin pump passed the leak test. The insulin pump had a scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive before and after a battery change. The customer's blood glucose reading was 248 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.